Event description:
Customer reports to have received a button error alarm. It was reported that customer attempted a bolus delivery and insulin pump was not able to scroll down. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to corroded keypad trace. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.